Event description:
It was reported that pacemaker system is exhibiting high out of range impedance measurements in the right ventricular (rv) lead, causing a lead safety switch. Further testing was performed, and noise was also observed. A lead replacement has been scheduled. No adverse patient effects were reported. At this time, this pacemaker system remains in service.